Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and burning sensation in their groin area. The patient underwent a implantable pulse generator (ipg) revision procedure and was doing well postoperatively. The explanted device was not returned by the medical facility.